Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was explanted and replaced. Therapy was restored post-operatively. Patient was reportedly doing well.

Manufacturer narrative:
The fsca number was missing in the initial report. The fsca service app number is included in the additional report -2.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery and the thoracic ipg was not put in surgery mode and was unable to communicate with the external devices when attempted. Further troubleshooting was attempted by the manufacturer representative and the thoracic ipg was unable to be recovered and deemed inoperable. Surgery may be pending to address the issue.